Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. Additional causes related to technique is when a guide wire under .035¿ is use during vessel preparation and that wire is used to deliver the absolute pro. When an undersized guide wire is used it is more subject to the tortuosity of the vessel allowing higher angulation in bends which may increase deformation of the sheath. Deformation in the sheath would contribute to resistance the thumbwheel. If the smaller guidewire is exchanged for the larger .035¿ wire, deformation could still occur as the device would have no support while in the anatomy during the exchange. Introducing the larger guide wire would straighten the device, but any significant deformation such as a kink would still add friction even if lessoned by the introduction of the larger wire after the fact. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, based on the reported information, it may be possible that the anatomical conditions or the use of a smaller than .035¿ guidewire induced a constriction in the shaft sheath during the insertion process or during the activation, causing resistance with the thumbwheel, partial deployment and the inability to release the stent from the delivery system. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported in a general comment that the absoute pro self expanding stent system (sess) fails to deploy the stent. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.